Event description:
Patient was revised to address infection and poly wear. Loosening at the cement/bone interface was also reported; however, the manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
The customer reports the patient was revised to address infection and poly wear. Loosening at the cement/bone interface was also reported; however, the manufacturer of the cement used in the primary surgery is unknown. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (left knee). The products associated with this reported event were not returned for examination. The product codes and lot codes required in retrieving the device history records for reviewing and searching the complaint database were not provided. Infection after this length of time implanted is not likely to involve a device / device processing error. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.